Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and performing some other, unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device would lock-up during the self test phase, while booting up. The device could only be powered off by holding the power button for a prolonged time. In this state, the device would not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
New information for supplemental medwatch report: the third party service agent sent the removed system pcb assembly to physio-control for further evaluation. Physio-control further evaluated the removed system pcb assembly and observed that it was unable to boot up. The cause of the reported issue was determined to be due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device would lock-up during the self test phase, while booting up. The device could only be powered off by holding the power button for a prolonged time. In this state, the device would not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event,